Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that she had made insulin therapeutic adjustments based only on her cgm value of 257 mg/dl, which is a practice against cgm's user's guide recommendations. Patient suffered a hypoglycemic episode and lost consciousness. Patient's son called paramedics. Paramedics measured patient's bg at 37 mg/dl. Concurrent cgm value was not provided. At the time of her call to dexcom technical support, patient was doing better.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Receiver data was collected from patient.